Event description:
Litigation papers alleged: severe pain and suffering; swelling, tenderness, inability to bear weight on her lower extremities, scarring: increased levels of metals in her blood, skin rash, itching, decreased mobility. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update - (B)(4) 2013 -sales rep reported revision surgery due to femoral and acetabular malpositioning causing subluxation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.